Event description:
It was reported that the patient experienced no stimulation sensation and telemetry issues from the implantable neurostimulator (ins) system. The patient historically felt his stimulation at 1.0 volts and now could not feel anything at 6 volts. When using the antenna locator feature on the external recharger, a power-on-reset (por) message was seen which led a normal recharging screen. It was noted that the patient had not been using the stimulation therapy due a recent surgery (approx. 5 weeks ago) in which his sciatic nerve was cut to address pain issues in his leg. It was surmise that the leads may be lying on the sciatic nerve that was severed at the surgery. Impedance measurements were normal. Follow up information received indicated that the ins system appeared to be working normally and all impedances were in the 1000 ohm range. The patient was to follow up with his physician for further evaluation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3986a, lot # n272264, implanted: (B)(6) 2010, explanted: na; lead model 3986a, lot # n269717n02, implanted: (B)(6) 2010, explanted: na; lead model 3986a, lot # n269717n01, implanted: (B)(6) 2010, explanted: na; lead model 3986a, lot # n237833, implanted: (B)(6) 2010, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4), explanted: na; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: na.